Manufacturer narrative:
The scale was requested for return to the manufacturer for investigation. However, since the patient had discarded the device, we cannot verify to cause of the corroded batteries and therefore, an investigation cannot be performed. No injury to the user was reported.

Event description:
The patient reported the batteries in the scale burned the inside of the meter and the batteries corroded the battery compartment.